Manufacturer narrative:
Additional information: h6 (ime, imf, device codes, ime e2402: ileus, sinus tract). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernnia. It was reported that after implant, the patient experienced mesh detached, hernia recurrence, adhesions, abdominal abscess, open draining wound with abdominal wall sinus tract, infection, pain, inflammation, obstructions, fistulas, ileus, abdominal pain, fatigue, nausea, vomiting, sinus tract, mesh erosion into small bowel, scarring, mesh migration, mesh balled/wadded up, mesh contraction, mesh curled towards bowel, bloating, bowel infrequency, backed up bowels. Post operative treatment included hernia repair with adhesiolysis, soft tissue subcutaneous advancement flaps, bilateral musculofascial advancement flaps, debridement of sinus tract, removal of of old mesh, drainage of abscess, exploration of abdominal wall sinus, excision of sinus tract, small bowel resection, scar revision, hernia repair with mesh, obstruction repair, medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernnia. It was reported that after implant, the patient experienced mesh detached, hernia recurrence, adhesions, abdominal abscess, open draining wound with abdominal wall sinus tract, infection, and surgeries to remove mesh.